Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 8/8/2017 - phone, 8/8/2017 - phone, 8/8/2017 - voicemail. (B)(4). A ge healthcare service representative performed a checkout of the equipment. The display was replaced.

Event description:
The hospital reported that, while trying to end the case, the unit had a power failure. There was no reported patient injury.